Manufacturer narrative:
All buttons functioning properly. No damage in the keypad assembly noted. The keypad connector lcd locked properly during visual inspection. Unit passed the self test, displacement test, basic occlusion test, occlusion test, prime, compromised forced sensor system, rewind test and excessive no delivery test. No excessive no delivery alarm noted during the testing. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported that the customer's insulin pump had keypad anomaly. The customer¿s blood glucose level was 180 mg/dl. The customer reported that they had no delivery alarm and during troubleshooting button stopped responding. The insulin pump will be returned for analysis..

Manufacturer narrative:
The initial report was submitted with the wrong aware date. The correct aware date is 04-apr-2019.